Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began self activating, overheating, glowing red and smoking, in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. A replacement unit was used to complete the procedure with the same hemopro cord. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot # was unk. There was no nonconformance which could have attributed to this failure mode. (B)(4).